Manufacturer narrative:
Approximate age of device ¿ 5 years, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient came to the clinic with a complaint of ¿beep¿ from the system controller. The pump stoppage was observed when the patient was placed on a power module, and ungrounded patient cable was used. The alarm resolved when the patient was placed on batteries. The system monitor was flashing ¿change system controller¿. The system controller change was done and alarms resolved. A percutaneous lead (driveline) was observed to be in poor condition. The patient was placed on a grounded cable and has been admitted overnight without any further alarms. The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed that the system controller was operating in back up mode. On (B)(6) 2018, the customer reported the log file history tab did not show any events from the system monitor. The pump stoppage alarms were generated while the patient was connected to the power module. The patient was placed on ungrounded patient cable. The driveline replacement was requested. On (B)(6) 2018, the manufacturer¿s technical services arrived onsite and performed phase interrupter tests and found a green wire to be open. A distal end of driveline replacement was performed. Post replacement, all tests passed. A tethered patient on the grounded patient cable showed no any issue. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline (dl) for heartmate ii lvas, confirmed external driveline wire damage that could have contributed to pump stops on a grounded power source. Approximately 19.5¿ of the driveline was returned for evaluation. A clamshell was present at the distal end of the dl, surrounding the metal connector. The returned section of the dl was tested for electrical continuity in the condition that it was received, and the green wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires revealed that the green wire was completely severed approximately 2.5¿ from the end of the metal connector. The green wire redundantly supports motor phase 1. If the exposed conductors of the green wire made contact with the braided shield while the patient was operating on the power module the resulting short to ground would have resulted in the reported red heart alarms and pump stops; however, the observed damage could not account for the reports of red heart alarms and pump stops while utilizing an ungrounded patient cable. The system controller was returned for evaluation under (B)(4). The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information regarding patient's weight is added.